Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the urine problems was caused by a change to the device. For their blood pressure, they were told that the device didn't bother the blood pressure, but the patient stated that it did. They still had the urine problem and the swelling would come and go. They were on blood pressure medication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing leaking and the patient wanted to know if the stimulation will stop the leaking. The patient was on program 1 at 2.1 at the time of the call and had previously increased stimulation to 2.4, but had to turn stimulation down because it gave the patient a headache. The caller reported that the patient had leakage prior to implant and that therapy has helped with their symptoms, but the patient is still leaking sometimes when getting up to go to the bathroom or when in bed. The patient was scheduled to see their healthcare provider (hcp) on (B)(6) 2017. Additional information was received from the patient on 2017-sep-13. The patient reported that they were going to have a panic attack because they had been having explosive urine problems over the past 24 hours. The patient noted that during the first 7 to 8 hours they went to bed and when they lifted their legs there was a massive flush of urine. The patient stated that the bed was wet and it was mess. The patient reported that they were having flushing, urging, releasing to the bathroom, and had gone back to depends. The patient stated that they had a hard time getting to the restroom because they used a walker. The patient noted that when they would start to have to go they would have to start moving or they would start leaking out of their depends. The patient stated that they had it under control, where it wouldn¿t leak, but was now leaking out of their depends. The patient reported that they had gone through 11 depends out of a 19 pack which was an increase of need for pads. The patient noted that they had to time themselves not to go past 2 hours to go to the restroom. The patient stated that they took pads, extra panties, and shorts to be on the safe side if they could not get to the restroom. The patient mentioned that they took blood pressure medication and that the implantable neurostimulator (ins) caused their blood pressure to increase. The patient stated that they increased the dosage of water pills to 50 mg of hydrochlorothiazide and that they also took 10 mg of norvisk. The patient noted that their blood pressure had been off and on, they had good and bad days since they were implanted. The patient stated that their feet and legs were swelled up and that they thought it was from an unrelated procedure, but their healthcare professional (hcp) had told them it was it was their blood pressure that caused the swelling in both legs. The patient noted that their blood pressure was 196 over 90 something. The patient reported that they were taking pain medications and their daughter increased the stimulation to 4.0, but after 30 minutes to an hour the patient¿s head started hurting, so the patient¿s daughter decreased the stimulation back down to 3.9. The patient synced with the implant using the patient programmer (pp) and noted that stimulation was on. The patient¿s daughter was assisted with changing the patient from program 1 at 3.9 to program 2 at 1.1, which was then increased to 1.4 where the patient stated they felt it comfortably. The patient was advised to follow up with a healthcare professional (hcp) and it was indicated that the patient had an appointment with their hcp on the day of report. No further complications were reported or were expected.